Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he can't push any fluid through the line. Customer was manually priming and tried 3 sets and 3 reservoirs. Customer's blood glucose was 159 mg/dl. Customer stated that the reservoir and set look normal. Customer stated that there are no bumps on the septum and the needle on the connector cap is straight. Customer was advised to go on a back-up plan overnight and to contact his doctor for treatment plan.